Manufacturer narrative:
(B)(4). The reported event was unknown; however, a low drain volume alarm was identified during a review of the event history log. Visual inspection and functional tests were performed. Full functional testing, electrical safety testing, calibration and simulated therapy was performed with no additional defects and malfunctions were found with the device. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown alarm occurred on the homechoice device during peritoneal dialysis therapy. It was unknown if there was patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.